Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with microorganism with the following: culture test at (96:00 estet 25981) (B)(6) 2022. Device tested positive with cocci gram + (2 cfu). Culture test at (control) (B)(6) 2022. Device tested positive with staphyloccoccus epidermis + arthrobacter polychromogenes (6 cfu). The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: device inspection found cracked on light guide cover lens and ccd cover lens. Bending section (a-rubber) glue separated and connecting tube found collapsed. Cut on switch section, key top 1, kinked on universal cord observed. Probe unit deteriorated, noise at probe rotation (insulating sheath deteriorated) and angulation are out of specifications. Follow up communication with the customer reported that cds checklist will be not provided. The customer informed ofr that they will not send information concerning reprocessing practice. Ofr customer service manager send an official acknowledgement letter to the customer about this topic to confirm that olympus has taken notice of their request as much as possible. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.